Event description:
During a case the handpiece was giving solid tones. The handpiece was replaced and solid tones still existed. The case was completed with electrocautery. No pt consequence was reported.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. No functional testing could be performed due to the returned condition. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.